Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that they were hospitalized due to high blood glucose of 249 mg/dl. The customer was assisted with bolus. The customer was not able to troubleshoot during time of call. The insulin pump will not be returned for analysis.